Event description:
Bubble were present during pretest cycle with helium. Probe not used.

Manufacturer narrative:
Probe failed functional test. Reported issue of "bubbles present during pretest cycle" confirmed. Bubbles were seen at the 6 cm marking on the probe. Shaft-washer assembly removed for further testing, failed functional testing.